Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the tip of the device was burned during activating monopolar function. The black sheath cover loose from the shaft and the distal tip of the black sheath was damaged. There was no patient involvement.

Event description:
According to the reporter, pre-operatively, the tip of the device was burned. The black sheath cover loose from the shaft and the distal tip of the black sheath was damaged. There was no patient involvement.